Manufacturer narrative:
The caller reported that the obturator sample was discarded and not available for investigation. Covidien rep requested that the removed part be returned, but no product is available for analysis. Part number# (B)(4) is not distributed in the us; however is a device of essentially identical design distributed in the us. Applicable 510(k) for us distributed part is k871204.

Event description:
The company received a report where it was claimed that the obturator for this product broke during a routine replacement procedure and migrated down the pt's lung. The caller reported that immediately following the replacement procedure the pt's secretions increased and developed a fever. A chest x-ray was performed and revealed a herniated left lung. The end clinician diagnosed the pt with pneumonia and prescribed antibiotics to the pt. It was reported that the pt's condition did not improve so, a bronchoscope was performed and revealed a foreign body was found in the lung. The foreign body was removed via bronchoscope procedure and examination of the object revealed a portion of the obturator measuring about 6cm in length.